Event description:
Two blood glucose comparisons with results of "80 mg/dl" with a lifescan meter and "64 mg/dl" on a laboratory device on the first attempt, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. On the second attempt, a patient reported blood glucose results of "216 mg/dl" with a lifescan meter and "177 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter was replaced.